Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the balloon "may have been overinflated and popped during preparation." There was no patient involvement.